Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional h11: vcl CT brd ud 36in 1 s/a ctx (j977h) : not applicable list any j&j products that were utilized during the case but did not contribute to the reported event. ## unknown. Was there any reported patient or user harm? ## no. Was there a significant delay? ## no. If available, provide the product order number (po). ## do you need product packaging to send the product back? ## no. Would you like a return label at the end of this process? ## yes. This parcel contains biohazardous materials and/or materials used during a medical procedure ## yes.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. During the procedure, needle came off suture while closing incision. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/9/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information: d9, h3, h4, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. One paper lid, one empty winding former and one detached needle were received for analysis. Product code j977h. Upon visual inspection of the returned needle, the swage and attachment area appeared consistent with expectations. However, the body of the needle exhibited noticeable marks that are consistent with those caused by a surgical instrument. Further examination of the barrel hole under magnification revealed that no suture remnant was present. In addition, the suture was not returned for evaluation; therefore, the cause of the reported event could not be determined. Given the current condition of the returned sample, no conclusion could be reached as to what caused the reported complaint. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.